Manufacturer narrative:
Candid could not determine that the reported product is linked to the patient diagnosis of trigeminal neuralgia.

Event description:
The patient stated: "patient pain started last (B)(6) a few months after they completed my treatment plan. Patient stated as they I got in the shower and some water hit my face and I was electrocuted in my brain, but felt like it was coming from my teeth. Patient, I went to the dentist, explained the situation. The patient's dentist was under the impression that they needed a filling from (B)(6), the patient experienced some slight shocks. In their face, mouth, and brain, but nothing too painful. The end of (B)(6), the patient was electrocuted in their brain again. Patient went to the dentist for another check up. They were not able to find anything. Patient told their dentist that according to wed md she had trigeminal neuralgia. The patient was told if I,they had that, they would experience all these symptoms in which they did. The patient was instructed to get a referral from their pcp to see a neurologist. On (B)(6) 2021 the patient was laying in the bed and their mouth started to sound like a tracker trailer. The patient got up and walked halfway to the bathroom when they were electrocuted in their brain and shocked in their mouth simultaneously. That episode lasted for about 4 mins. It was the most painful thing they had ever experienced. The patient made an appointment to see a neurologist the next week. Based on the symptoms they displayed, they showed signs of trigeminal neuralgia. The neurologist prescribed me carbamazepine and scheduled a MRI. The medicine took about 4 weeks for the meds to fully get in the patient system. The patient experienced several memory loss and fatigue. The MRI came back and there were no abnormalities on their brain. The medicines started not working so the patient was then prescribed tramadol on top of the carbamazepine. Today is (B)(6) 2022 and the patient is still experiencing everything written above".